Event description:
Patient was revised due to femoral loosening on the right side. This patient has bilateral knees and only the right is problematic. Patient has had swelling and undergone aspiration for fluid.